Manufacturer narrative:
On (B)(6) 2013 complaint unit was received from the field for evaluation. Refer to evaluation# (B)(4) connector pins were severely bent, clearly from a forced connection. Microtip was disposed of. On (B)(6) 2014, the DHR for microtip lot 19713-04 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from microtip lot 19713-04. A review of lot history showed that there were (B)(4) reported microtip unit failures within lot 19713-04. Lot 19713-04 has a failure rate of (B)(4)%. No significant trend was observed. A review of console history (s/n (B)(4)) was reviewed during the months of (B)(4) 2013 through (B)(4) 2013 and showed that there were (B)(4) reported complaints originating from this console. The console was not requested back for evaluation. Evaluation of this complaint microtip was determined to be customer misuse. A review of the previous complaints showed that a majority of the complaints reported were due to customer misuse and there was no indication that there were any issues with the console.

Event description:
Connector pins bent.